Event description:
It was reported by the sales representative that a patient experienced an increase in seizures after wearing a fitbit. The patient believed the fitbit interfered with the vns stimulation and caused the increase in seizures. The seizures resolved when the fit bit was removed. No additional relevant information has been received to date.